Event description:
It was reported that during implant high impedances of greater than 40 ,000 ohms were measured on electrode one of the extension. A new extension was used and the issue was resolved. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type extension product ID 3387s-40, lot# va0negy, implanted: 2015 (B)(6); product type lead product ID 3387s-40, lot# va0negy, implanted: 2015 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the conductor on the extension body was broken less than 5 cm from the proximal end. Conductor #1 was broken 2.7 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.